Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 4/15/2021 h.6. Investigation: one used primary set, model 2420-0007 lot 21015705, was received by the customer for investigation. Upon visual inspection, tubing and an ICU medical spiros connector was attached to the drip chamber spike. No defects were visually observed. The sample was primed with a blue dye solution and a leak could clearly be seen from the silicon tubing segment above the lower fitment. The customer's complaint of a leak coming from where the blue port connects to the silicon part of the tubing was verified. A device history record review for model 2420-0007 lot number 21015705 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on the tubing and a tear was observed in the silicon pumping segment where it connects with the lower fitment. The root cause of the tear cannot be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21015705 regarding item #2420-0007. H3 other text : see h.10

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 21015705 it was reported that during an infusion an rn and their patient noticed a leak coming from where the blue port connects to the silicon part of the tubing. During infusion rn +patient noticed liquid is leaking from where the blue port is connected to the silicon part (pump segment) of the tubing. When rn was priming the line with saline she noticed liquid does not go through.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 21015705. It was reported that during an infusion an rn and their patient noticed a leak coming from where the blue port connects to the silicon part of the tubing. During infusion rn +patient noticed liquid is leaking from where the blue port is connected to the silicon part (pump segment) of the tubing. When rn was priming the line with saline she noticed liquid does not go through.